Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels after she ran out of insulin. The blood glucose reading was 500 mg/dl. The customer was provided with insulin for her insulin pump upon arrival at the emergency room. She stated that she had been off the insulin pum for a few hours leading up to the emergency room visit, although she noted that she had not been wearing the insulin pump for over a week by the time of the call. Nothing further reported.